Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor displayed a service code 102. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca. The solder joint was broken. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.